Event description:
It was reported that during use, the nim console often triggered the alarm when the needles placed near the mouth. The team checked if the needles were positioned incorrectly but issue persisted, ultimately switched off the nim because it kept sounding the alarm continuously and the procedure was completed without nim console. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.